Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation. It was reported that the irritation was discharging pus. The patient's nurse was previously applying an unknown cream on the irritation, and the patient's physician later prescribed mupirocin cream for the open irritation. The patient reported that after using the cream, the irritation improved. There was no alleged device malfunction associated with the reported irritation.